Event description:
It was reported that during a knee surgery the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update avoe 18-apr-2025. It was further reported that the clamping wires of the device broke, and the surgeon redid the transfer with another endobutton.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture was received for investigation. Visual evaluation of the returned device noted the white loop suture was damaged and the loops were no longer intact. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tightening/tensioning. Refer to investigation photos.